Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/2.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.